Event description:
Patient has a gmrs distal femur and proximal tibia is infected. Patient refused amputation.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown gmrs distal femur. Additional devices listed in this report: unknown gmrs proximal tibia. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report. Devices implanted.

Manufacturer narrative:
A review of the device history records and complaint history could not be performed because the device associated with this event was not returned nor was a valid lot code provided. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient has a (B)(6) distal femur and proximal tibia is infected. Patient refused amputation.